Manufacturer narrative:
The device has not been returned for evaluation.

Event description:
The customer reported that during surgery, the bur broke at the cutting edge and became detached. The fragment was successfully removed with no injury to the patient.